Event description:
It was reported that the patient presented at the clinic with discomfort due muscle stimulation. Upon examination, the left ventricular lead was observed with failure to capture. X-ray imaging showed the lead had dislodged. The lead was programmed to be switched off before the explant procedure. The lead was explanted and replaced. The patient was in stable condition.